Manufacturer narrative:
Additional information is being requested from the field. If information is provided, a supplemental report will be issued.

Event description:
It was reported that upon interrogation for an magnetic resonance imaging (MRI) procedure, this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a premature battery error message. A request was made to have data from this device analyzed. The device was operating as intended despite the error message. The s-ICD was able to be reprogrammed into MRI protection mode and the patient successfully underwent an MRI. The device then successfully exited MRI protection mode. Additionally, it was noted that the device had entered end of life (eol) and technical services (ts) recommended urgent device replacement. At this time, the s-ICD remains in-service. No adverse patient effects were reported.

Event description:
It was reported that upon interrogation for an magnetic resonance imaging (MRI) procedure, this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a premature battery error message. A request was made to have data from this device analyzed. The device was operating as intended despite the error message. The s-ICD was able to be reprogrammed into MRI protection mode and the patient successfully underwent an MRI. The device then successfully exited MRI protection mode. Additionally, it was noted that the device had entered end of life (eol) and technical services (ts) recommended urgent device replacement. At this time, the s-ICD remains in-service. No adverse patient effects were reported. Additional information was received that this s-ICD was explanted. A new device was implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This device has been returned for analysis. A supplemental report will be filed upon completion of analysis.

Event description:
It was reported that upon interrogation for an magnetic resonance imaging (MRI) procedure, this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a premature battery error message. A request was made to have data from this device analyzed. The device was operating as intended despite the error message. The s-ICD was able to be reprogrammed into MRI protection mode and the patient successfully underwent an MRI. The device then successfully exited MRI protection mode. Additionally, it was noted that the device had entered end of life (eol) and technical services (ts) recommended urgent device replacement. At this time, the s-ICD remains in-service. No adverse patient effects were reported. Additional information was received that this s-ICD was explanted. A new device was implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided, a supplemental report will be issued.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that upon interrogation for an magnetic resonance imaging (MRI) procedure, this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a premature battery error message. A request was made to have data from this device analyzed. The device was operating as intended despite the error message. The s-ICD was able to be reprogrammed into MRI protection mode and the patient successfully underwent an MRI. The device then successfully exited MRI protection mode. Additionally, it was noted that the device had entered end of life (eol) and technical services (ts) recommended urgent device replacement. At this time, the s-ICD remains in-service. No adverse patient effects were reported. Additional information was received that this s-ICD was explanted. A new device was implanted and remains in service. No additional adverse patient effects were reported.